Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient developed mrsa infection in the left leg which became systemic. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.